Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they have an issue with low blood glucose levels. Customer was low at 43 mg/dl twice this weekend and wants to troubleshoot the issue. Customer delivers bolus on the insulin pump but the blood glucose came back up. Customer stated was having some low blood glucose last night was 56 mg/dl. Then checked again and blood glucose was 84 mg/dl. Customer stated she retook bolus which might have cause low blood glucose. Offered to troubleshoot for low blood glucose and customer declined to troubleshoot as she gave her self a double bolus. The insulin pump will not be returned for analysis.